Manufacturer narrative:
Zimvie complaint number (B)(4). It was reported that the patient came to the clinic due to the missing tooth of left upper 4 in (B)(6) 2022. The implantation was performed after examination. The zimmer tsv implant of 4.1*11.5 was implanted. The patient reflected that there was redness and swelling around the implant, accompanied with pain. The patient came to the clinic for examination and the allergy was found. The implant was removed upon the patient¿s request. Zimvie received one (1) tsv4b11, tapered screw-vent implants with mtx surface for evaluation. Visual evaluation was performed. Product evaluated and filed. The implant has signs of use, apparent bone / tissue attached to external threads. The implant was identified as reported however, no apparent malfunction was identified with the implant that would contribute to the reported event. Implant matched prints where measured. (Cal3845 due (B)(6) 2024) this complaint refers to the tsv4b11, tapered screw-vent implants with mtx surface. DHR review was completed for the subject lot number 63850010. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 63850010 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : medical : allergic reaction the customer did not submit images for the reported event. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was external factors, i.e., patient's condition. Therefore, based on the available information, a device malfunction did not occur. The implant had signs of use. No damage identified or signs of malfunction that would contribute to the event. The reported event was non-verifiable with all the available information provided. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported the patient reflected that there was redness and swelling around the implant at tooth site #24, accompanied with pain and edema. The patient went to the clinic for examination and the allergic reaction was found. The implant was removed upon the patient¿s request.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A1: patient identifier reported as (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.